Event description:
The customer alleged they had an ongoing issue this week, with ion selective electrode (ise) sodium results on their c501 analyzer. The customer stated they had three patients with questionable results, but only provided data for one patient with discrepant results reported outside the laboratory. The patient's initial sodium result was 134 mmol/l. The customer considered the initial result to be low, so she calibrated the analyzer and repeated the sample. The repeat result was 141 mmol/l. The repeat result was considered correct. The customer was unwilling to find out if the patient was adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representative found contamination in the ise flow path. He decontaminated the ise flow path. He verified the operation of the ise and measuring cell and all were ok. The instrument was operating to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.